Event description:
It was reported to philips that the system was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: event date. Philips has investigated this complaint. According to the additional information collected, the customer was undergoing a planned coronary treatment, which was completed by moving the patient to another room and using another system, with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to display a live image. Upon troubleshooting, the fse found that there was no power on the live/ref signal splitters due to a blown fuse in the ny module of the r cabinet power supply. To resolve the issue, the fse replaced the fuse. After the replacement of the f32 fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was undergoing a planned coronary treatment, which was completed by moving the patient to another room and using another system, with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to display a live image. Upon troubleshooting, the fse found that there was no power on the live/ref signal splitters due to a blown fuse in the ny module of the r cabinet power supply. To resolve the issue, the fse replaced the fuse. After the replacement of the f32 fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.